Event description:
The following was reported through a review of the article titled ¿evaluation of istent inject® trabecular microbypass stent implantation with phacoemulsification in cases of mild to moderate primary open-angle glaucoma (poag)." Reportedly following cataract surgery plus trabecular microbypass stent system procedures in a total of one hundred and two (102) operative eyes, two (2) eyes developed postoperative cystoid macular edema (cme). Additional information has been requested. Article for further details. Reference doi: 10.7759/cureus.96530.

Manufacturer narrative:
B3: awareness date used as event date. The devices were not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for these device lot numbers could not be reviewed. A review of the device labeling and associated risk documents was completed. Macular edema is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred but does not appear to have been a problem with the devices or the way they were used. Macular edema is an established risk associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Manufacturer narrative:
Additional information: b2, b5, g2, g3. Note: the additional information received through follow-up was reassessed for reportability criteria; and concluded that the reported event no longer meets the statutory definition of a medical device reportable event. Based on the clarification received, glaukos no longer considers this report as a reportable event. MFR# reference: (B)(4).

Event description:
Through follow-up, the following additional information was received. Per report, the two (2) cases of of postoperative cystoid macular edema (cme) resolved; with one (1) case resolving in two (2) months, and the second case resolving in eight (8) months with medical management. Reportedly, the surgeon does not believe that the cystoid macular edema (cme) was device related, and that both cases were related to the cataract surgery and the patient's comorbidities.